Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This system was removed at the patient's request. The patient believed that the pacemaker was causing her other medical issues. The physician strongly discouraged the patient from having the system removed and insisted that her other issues were not caused by the system. The hospital retained the devices. Should additional information be received, this file will be updated.